Manufacturer narrative:
Based on the claim against the product by the customer noting a broken blade, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a blade broken. Failure analysis investigations replicated and confirmed the customer reported complaint of "the harmonic tip broke". Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. The blade broke at roughly 0.19¿ from the base and was returned. Common causes of the failure mode broken instrument blades are typically attributed to mishandling/misuse. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). Blade damage may be detected by the generator with a solid tone or an error. The complaint regarding broken blade was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tip of the harmonic ace instrument broke and a fragment fell into the patient¿s cavity. The fragment that fell into the patient was retrieved during the same procedure. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was observed. The incident occurred while the instrument was being used to dissect tissue. The surgeon did not notice any issues with the functionality of the instrument during use. The instrument was in use for less than 5 minutes prior to the event. It was confirmed that the fragment was retrieved during same procedure via visual inspection. Additional surgical procedure and post-operative tests were not performed. It is unknown what caused the breakage to occur as the instrument did not collide with any hard materials or other instruments. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. The patient had no injury or harm. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested; however, the reporter was not able to provide that information.

Manufacturer narrative:
An RMA was issued to the customer requesting to have the harmonic ace instrument returned. However, isi has not received the instrument to perform failure analysis. Based on the current information provided, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to the following conclusion: the patient required unexpected medical intervention (i.e. Retrieval of a foreign body) after an isi product broke that resulted in a fragment falling inside the patient.